Manufacturer narrative:
B5 updated with additional information received. H6. Coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the there were not multiple pipelines being used when the movement occurred. There was no friction during delivery or positioning of the pipeline. The device did not jump during deployment. The tip of the catheter was not moved during deployment. It was the proximal end of the pipeline which failed to open. The pipeline was not placed in a vessel bend. The surgeon attempted pushing the stent to give it tension to expand. The cause of the pipeline failure to open was considered to be due to the tip of the stent being damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery c6 segment with a max diameter of 4.78mm and a 5.33mm neck diameter. The landing zone was 4.52mm distally and 4.78mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level was 0. The angiographic result post procedure showed significant contrast retention. It was reported that the ped-475-20 stent was put in place by phenom27, and the tip end of the stent was deployed from the straight section in the brain. The tip end was deployed about 7mm, but it did not open smoothly. They tried to push the stent to increase the tension, and the main body of the tip end development coil fell on the end of m1 and the beginning of m2. Then they fixed the microcatheter and pushed the delivery guidewire forward, but the problem still could not be solved. After repeated operations twice, the tip end still could not be opened. The stent was withdrawn as a whole to the end of the internal carotid artery. The distal end of the stent was in a fish mouth shape. The stent was retrieved and the system was withdrawn. Then the ped2-475-20 stent was replaced, and the operation was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported dev ice and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.